Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that handheld computer was not charging and was currently completely "dead". The connector piece on the end of the power adapter reportedly looked damaged. Good faith attempts to obtain add'l info have been made, but have been unsuccessful to date.